Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there is a hospital wide outage of the patient information center ix (pic ix) connections to the network. The device was in use on a patient at the time of the event. There was no adverse event reported. A philips remote service engineer (rse) spoke with the customer and learned that all hosts and servers were showing "unknown" status. The system was completely offline. The rse noticed that there is ping and the domain name server (dns) seemed to be working, but the system was showing as disconnected. The rsw worked with network engineers to connect with the customer's team. A check of the service logs found network connectivity errors. Rebooted the primary server and all the hosts and servers came back online. A philips technical consultant (tc) was dispatched and the device logs were collected. The customer has requested a root cause analysis.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and determined that all hosts and servers were showing an unknown status and clinical staff were monitoring patients locally. The rse worked with philips network engineers to further investigate the issue. Service logs found network connectivity errors. A check for the continuous integration (ci) master found that no ci master was elected for three mutlicast zones. The primary server underwent a reboot and all hosts and servers came back online. A philips field service engineer (fse) was dispatched. Logs were retrieved and the issue was escalated to the national support service (nss) for further investigation. The logs showed that the customer was conducting vmware snapshots (a short-term image of a vm [virtual machine] that preserves the power state and data files) and full vm backups. This is not compatible with the philips network. The cause of the reported problem was vmware snapshots and full vm backups conducted by the customer it. The reported problem was confirmed. The device was operational after the primary server was rebooted. The customer it was advised to discontinue vmware snapshots and full vm backups to prevent recurrence of this issue